Event description:
Md was performing surgery on this patient and noticed that one of the tips of her curved iris scissors was missing. This iris scissors were intact at the beginning of use. We managed to locate the tip in the lap sponge.